Event description:
It was reported that the patient was noted to be pulling at the catheter and the primary nurse noticed that it was removed during assessment. Upon inspection of the device, the nurse was unable to locate the tip of the balloon. Urology was consulted, the balloon was removed from the patient¿s urinary bladder via cystoscopy in the operating room. Per additional information received via email on 05jun2024, it was reported that the item was discarded by the primary nurse shortly after the incident in (B)(6) 2024. If it was of any interest, the item was material# was 226514. The lot# they had included in the report was myhv4859 and please note that the catheter was originally inserted in the emergency department. Due to the high volume of supply usage in their area, the lot number they had included might not be the same as the one used on the patient at the time of insertion. Per additional information received via email on 07jun2024, it was reported that unfortunately, they could not confirm the lot# that was actually used, as the incident occurred more than 24 hours after in a different department from where it was inserted.

Manufacturer narrative:
The reported event was confirmed ¿ user related. The failure was caused by the misuse of the product. The root cause of this failure is mishandling of device leading to the failure. The patient had pulled off the catheter which had caused the catheter to break. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ user related. The failure was caused by the misuse of the product. The root cause of this failure is mishandling of device leading to the failure. The patient had pulled off the catheter which had caused the catheter to break. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The lot number was unknown; therefore, the device history record could not be reviewed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was noted to be pulling at the catheter and the primary nurse noticed that it was removed during assessment. Upon inspection of the device, the nurse was unable to locate the tip of the balloon. Urology was consulted, the balloon was removed from the patient¿s urinary bladder via cystoscopy in the operating room. Per additional information received via email on 05jun2024, it was reported that the item was discarded by the primary nurse shortly after the incident in (B)(6) 2024. If it was of any interest, the item was material# was 226514. The lot# they had included in the report was myhv4859 and the catheter was originally inserted in the emergency department. Due to the high volume of supply usage in their area, the lot number included might not be the same as the one used on the patient at the time of insertion. Per additional information received via email on 07jun2024, it was reported that unfortunately, they could not confirm the lot# that was actually used, as the incident occurred more than 24 hours after in a different department from where it was inserted.